Manufacturer narrative:
Device inspection/mfg records reviewed. Review of above documentation indicates there were no design discrepancies and that the returned components complied with their design specs. Insufficient info provided to determine the cause of disassociation.

Event description:
Pt took a wrong step off of curb and experienced immediate pain in her hip.